Manufacturer narrative:
Bci received the bottle from the customer. Deterioration seen on this bottle is typical of aging/cracking pattern that was addressed in product corrective action letter sent out in the week of 10/04/2010. In the letter bci advised customers to inspect their waste bottles for signs of aging or deterioration, as they may lead to possible cracking and failure. The customer clarified that they had received the product corrective action letter. The customer did inspect the waste bottle at the time but did not find any defects in the bottle. Service was not dispatched for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a crack observed on the waste bottle of access 2 immunoassay analyzer. The customer emptied the bottle and noticed the crack while putting it back on the instrument. There was no harm to the end user.